Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating active state). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing. All results were within specification. Therefore, issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release all pertinent information available to abbott diabetes care has been submitted.

Event description:
An "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, customer was unconscious, very weak, and ¿blood pressure stroke level¿. The customer was unable to self-treat, requiring third-party administration of fluids and medicines for the diagnosis of hypoglycemia. The customer had got the blood glucose levels measured; however, the results were not provided. There was no report of death or permanent impairment associated with this event.